Manufacturer narrative:
On (B)(6) 2015 02:51 pm (gmt-5:00) added by (B)(6) ((B)(4)): the device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 was improperly loaded into the harvesting cannula and damaged upon insertion; however the harvester is not positive. The jaws of the device were compromised. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical use was observed. No blood or charred tissue was observed. A visual inspection determined that the silicone insulation was peeled away from the tip of the cold jaw with no detachment. Based on the returned condition of the device the reported complaint was confirmed for ¿insulation -peeled.¿ specific actions for this failure mode are being managed and documented in the maquet corrective and preventive action (CAPA) system. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 was improperly loaded into the harvesting cannula and damaged upon insertion; however the harvester is not positive. The jaws of the device were compromised. A replacement device was used to complete the procedure. The hospital did not report any patient effects.